Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's scs patient controller (pc) displayed a "replace generator soon" message. It was undetermined if the patient's scs ipg had reached its end of service. Regardless, the patient's physician may replace the ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. The reported issue has been resolved.

Manufacturer narrative:
Further review of the complaint determined the issue did not pertain to the false eri fsa 1627487/09/12/2017/001-c.